Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter that are cleared in the us. The product classification code for the conquest pta dilatation catheter product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for material rupture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7564j pta balloon dilation catheter allegedly experienced material rupture. This information was received from one source. This malfunction involved one patient with no consequences. The weight and age of male patient not provided.